Manufacturer narrative:
Device evaluation: the reported pump stoppages were confirmed through evaluation of the submitted system controller log files. Although the pump stoppages appeared to be due to high current events, a specific cause for the events could not be conclusively determined. Evaluation of the returned device confirmed thrombus within the pump. Pink, tissue-like depositions were observed within the inlet tube and inlet elbow sections. A dark red, tissue-like deposition was observed around the inlet stator. The dark red deposition appeared denatured and had a ring-like structure. Although the depositions appeared to have developed in these areas, the duration of their presence in the pump could not be conclusively determined. Although no further depositions were identified, contact marks were observed on the distal side of the rotor body and rotor bearing cup, suggesting that other depositions may have been present during pump operation. The observed depositions were found to be partially obstructing the blood flow path which could have contributed to the reported hemolysis symptoms. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient was discharged on (B)(6) 2016. A routine checkup on (B)(6) 2016 showed that the patient's lactate dehydrogenase and d-dimer levels were slowly decreasing, but remained elevated. The patient's urine was still brown in the mornings, but became lighter during the day. On 05/11/2016, it was reported that the patient was re-hospitalized because of hyperbilirubinemia. System controller log files showed a high pump power consumption. The patient showed signs of hemolysis and had brown urine. Pump thrombosis was suspected. The patient was started on argatroban and pump function slightly improved; however, on (B)(6) 2016 the pump stopped suddenly two times and was restarted. After that, the patient¿s lung function worsened. Therapy was adjusted as the patient refused a pump exchange. The patient expired on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that starting on (B)(6) 2016, the color of the patient's skin had become slightly yellow and the urine color changed to brown. On (B)(6) 2016, the patient was admitted to the hospital. On (B)(6) 2016, blood samples were taken and labwork showed that the patient's lactate dehydrogenase (ldh) level was >100 mol/l and the d-dimer was 0.7 mg/l. It was reported that the plasma free hemoglobin level could initially not be obtained due to hyper-bilirubinemia. The patient was treated with agatra. Under this therapy, the ldh and plasma free hemoglobin levels reportedly came down. The patient currently remains in the hospital. Before the event, the target inr was 2.8 and there was just minimal deviation from the target. It was reported that the patient has a reduced mental capacity and has a history of problems with compliance. There were some issues with the anticoagulation in the past where the inr was 1.5-2.2. The patient was admitted to the hospital at the end of (B)(6) 2015 for 1 week, and after this period there was slight improvement with compliance.

Manufacturer narrative:
Corrected information: it was noted that the "date received by manufacturer" on follow-up medwatch report #1 was inadvertently submitted as 04/29/2016. The correct date is 05/11/2016. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.